Event description:
It was reported that a patient presented with false recommended replacement time (rrt) flags on both right ventricular leadless pacemaker (rvlp) and right atrium leadless pacemaker (ralp). Technical services was contacted and the false rrt flags were cleared. The patient was stable.